Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. Additional information received clarified the event occurred prior to an diagnostic procedure. The procedure was completed as intended with no delay. No other devices were involved or replaced as a result of this event. The issue was resolved with the proper video cable connection to the monitor.

Manufacturer narrative:
This supplemental report is being submitted to provide manufacturer date. Please see the updates in sections: g4, g7, h2, h4 and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause could not be established. The probable cause has been determined as the user failed to connect the video cable correctly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during maintenance, it was found that the unit only displays a black screen. Additional information is unavailable at this time.